Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The reported event could not be duplicated. No problem was found with the helmet that related to the reported event. The helmet is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the physician's assistant was feeling heat where the battery attaches to the helmet, however it was reported that there was no physical burn. It was reported that the procedure was completed successfully. No delay and no medical intervention were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the physician's assistant was feeling heat where the battery attaches to the helmet, however it was reported that there was no physical burn. It was reported that the procedure was completed successfully. No delay and no medical intervention were alleged with this event.